Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that during implant attempt, the wire stuck in the lead, and the doctor noted that very inappropriate force was needed to pull the guidewire out. The wire was eventually pulled out. The lead was not used. No patient complications were reported as a result of this event.